Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.